Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The filter has been returned for eval. The investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states 510(k): k052578.

Event description:
It was reported that 5 days after filter implant, it was identified that the filter migrated caudally and was tilted 90 degrees. The filter was successfully placed using the jugular approach. Five days later, prior to a scheduled retrieval, "phlebography" and CT exam showed malposition of the filter. It was identified that the filter had migrated caudally, and became caught in the renal veins. This caused the filter to tilt approx 90 degrees. The attempted retrieval was cancelled. However, a subsequent procedure was performed. The approach was via the femoral vein utilizing a long sheath. Reportedly, the physicians were not able to completely retract the filter into the sheath. A cutdown was performed and the filter was successfully withdrawn through the femoral vein.